Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the ail sensor assembly. Device history review: a review of the device history record for sn (B)(4) was performed from the date of manufacture 11/29/2012 to the present date 12/16/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. No patient involvement.